Manufacturer narrative:
The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
Received a copy of the customer's maude report from FDA. Which states " at our hospital we have the alaris infusion pumps. On (B)(6) we had an update that was sent wirelessly to the infusion pumps for a heparin concentration update (25,000 units/500 ml to 25,000 ml). Nursing was educated regarding the pump update and given instructions of how to update from the manufacturer's website. Update was sent wirelessly in the morning. That evening an infusion pump on a medical unit was not updated and subsequently the previous concentration of heparin was selected (25,000 units/500 ml but the new concentration of heparin was actually administered via pump (25,000 units/250 ml). Luckily there was no harm to the patient. It would be nice if alaris alerted the rn that a new library should be downloaded and also the company should have better instructions on how to download the library. We have made our own instructions of how to download the library because the instructions provided by the company are very vague. " the customer reported that after the wireless update the device involved was not power cycled with selection of "new patient? Yes" as required so the new data set was not activated in the device. There was no patient harm. A post-event ptt was drawn and results were normal.